Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: one (1) controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. The controller was able to properly connect to test batteries and the batteries were able to properly connect to a test controller without any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed a critical battery alarm logged on 21-aug-2022 at 00:10:55 due to a communication error involving battery (B)(6). Review of the controller log files revealed two (2) controller power-up events on 27-aug-2022 at 22:05:33 and on 29-aug-2022 at 17:06:27. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 31% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 9 seconds and 6 seconds, respectively. Review of alarm log files did not reveal any anomalies involving battery (B)(6) within analyzed period. The batteries were lubricated prior to release. As a result, the reported event involving (B)(6) and (B)(6) was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery, which may be due to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Associated products: serial #: (B)(6) - battery d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial #: (B)(6) - battery d9: yes, return date: 19-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited critical battery alarms, and one of the batteries exhibited a communication error. The controller also exhibited multiple unexpected losses of power. The controller was exchanged and the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 30-nov-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet mfg date: 18-nov-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2023, serial or lot#: (B)(4), UDI #: (B)(4), device avilable for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-mar-2022, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.